Event description:
Report was received from baxter stating that the infusion was completed on the fourth day of therapy instead of the expected seventh day. Device contained morphine, toradol and normal saline for a total fill volume of 98 ml. Report states the hospitalized cancer pt experienced snoring breathing. Report further stated that the physician felt that the pt could have gone into respiratory arrest without the administration of narcan. Pt recovered from the event.